Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus (B)(4) sent this device again to a third party laboratory for additional microbiological testing. The additional microbiological testing indicated no microbial growth for the instrument channel, the suction channel, the air/water channel and the auxiliary water channel of this device. Therefore, it cleared the (B)(4) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent this device to a third party laboratory for additional microbiological testing. As a result of additional microbiological testing, this device tested positive for microbes as follows. Therefore, it became "alert level" in the (B)(4) guideline. Instrument channel: 5 cfu/100ml (gram-positive bacteria, coagulase-negative staphylococci). Air/water channel: 8 cfu/100ml (gram-positive bacteria). Auxiliary water channel: 10 cfu/100ml (bacillus spp.). The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the all channels of the subject device tested positive for pseudomonas aeruginosa ( >67cfu/100ml). This device had been reprocessed using a non-olympus automated endoscope preprocessor model soluscope serie4 with peracetic acid. The user facility reported that this device was reprocessed according to the instruction manual. There was no report of patient infection associated with this report.